Manufacturer narrative:
Two 72203718 ultra fast-fix meniscal repair sys intended for use in treatment, have been returned for evaluation. No sutures, depth limiters or anchors were returned with the devices. The complaint states that the threads were frayed and the photos provided do not confirm that the products were damaged before leaving manufacturing. An exact root cause cannot be determined with confidence due to lack of evidence for a proper evaluation. The instruction for use was reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the threads were frayed. A backup device was available to complete the procedure with no delay or patient injuries. Per photos attached by the customer, the broken suture was observed.

Event description:
It was reported that during surgery, the threads were frayed. A backup device was available to complete the procedure with no delay or patient injuries.